Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. The continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Reportedly, emergency medical services were called and monitored the customer's bg level. No further action was taken to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.